Manufacturer narrative:
This event will be reported under MFR # 2916596-2023-03282.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into cardiac arrest and had compressions done. The patient received 1 dose of epinephrine and had a return of spontaneous circulation. The patient had low flow and low speed advisory alarms which resolved . A review of the log files revealed low flow events on (B)(6)2023 1454. Also noted was the low speed advisory event on (B)(6)2023 from 19:41 through 19:47 when the fixed speed was set lower than the low flow limit. (4100 rpm fixed speed with a low limit of 4300 rpm.) Fixed speed set to 4400 and then raised to 4800 rpm on (B)(6)2023 at 2004 which resolved the low speed advisory alarm.